Event description:
Patient's blood glucose was checked on the suspect device and the result obtained was normal. No actions were taken due to the obtained result which would have been around 139 ml/dl in the morning or 181 mg/dl at dinner time. A few hours later they went to bed and was moaning and complained of chest pains. They also had slurred speech. Paramedics were called and when they arrived they checked the pt's glucose on their equipment and the level was 36 mg/dl. The pt was taken to the hospital and treated for hypoglycemia. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.